Event description:
It was reported to the manufacturer on september 25, 2023 that a patient from a retrospective clinical study experienced infection at 3 months requiring antibiotics and hardware removal. The patient experienced additional events that required surgical treatment and 6 months.